Event description:
It was reported that the customer was consistently receiving the same alarm on his insulin pump. The customer also experienced high blood glucose levels and was hospitalized on (B)(6) 2015. The customer's blood glucose at time of the admission was over 417 mg/dl. The customer expressed feeling nauseous and having pain in the abdomen before the hospitalization. The exact cause of the hospitalization was unknown, but the customer stated that he experienced symptoms typical of diabetic ketoacidosis and a high white blood cell count. Th customer was treated with an insulin drip. Troubleshooting was done. Advised customer to change the entire infusion set, reservoir, and insulin and then treat per healthcare provider's instructions. The customer was unsure if the cannula was bent. Advised to contact healthcare provider and monitor the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.